Manufacturer narrative:
Device 2 of 3. Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product, however the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report # 1627487-2010-02052. Reference MFR report # 1627487-2010-02054. The pt received her scs system on 04/04/2006. It was reported that the pt lost left leg coverage. The left lead (lot 48495 or 48767) was replaced on (B)(6) 2007. On (B)(6) 2007, it was reported that the pt felt no stimulation on the left lead (lot 68282). This lead was explanted on (B)(6) 2007 at which time, the pt was given a new trial system. Follow up on the pt found that no further issues have been reported. No explanted devices were returned to ans for evaluation. No further info is available.